Manufacturer narrative:
Product has not yet been rec'd by MFR for eval. Therefore, the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges the prongs are too soft and the elbows don't stay in the cannula bridge. This affects the ability to deliver ncpap to the pt. No pt injury reported.